Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 4, 2024. Section h3: device evaluated by manufacturer: yes. Section b5 - describe event or problem: additional information received through follow-up indicated that the iol was explanted and a new iol was implanted. The patient's clinical course has been good. The following fields are being updated per new information provided: section d4 - catalog number: dfr00vi205, section d4 - serial number: (B)(6), section d4 - expiration date: june 28, 2025, section d4 - unique identifier (UDI) number: (B)(4), section h4 - device manufacture date: june 28, 2022. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found the lens was received coated in viscoelastic residue. The lens was cleaned and presented with damage to the optic body. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specification. A product deficiency has not been identified; therefore, no additional corrective actions have been initiated all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), the patient felt so dazzled that one eye was kept closed during work; therefore, their job could not be performed properly, especially when exposed to bright lights, such as spotlights. No medical intervention was required. Additional surgery is being considered. No further information was provided.